Event description:
It was reported that the patient had full revision due to painful stimulation and loose coil per x-rays. Diagnostics were normal. This was clarified to mean that the coil was detached from the nerve. Regarding the physician's assessment of the cause of the loose coil, it was noted that this is difficult to ascertain as there is no major identifiable cause other than the patient play fighting with her sister, but this cannot be confirmed as the cause. It was noted that the painful stimulation was occurring in the neck and chest, and that the physician believes the cause of the painful stimulation is due to the loose coil. Per the physician the intervention (full revision) was for both patient comfort and to preclude serious injury. X-rays have not been reviewed by the manufacturer to date. The explanted lead and generator were discarded by the hospital. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No other relevant information has been received to date.